Manufacturer narrative:
The stm has noted that the customer had declined repairs and has installed a hospital grade power cord plug. Subsequently, the stm completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the power cord for the cardiosave intra-aortic balloon pump (iabp) had a missing ground prong. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the power cord for the cardiosave intra-aortic balloon pump (iabp) had a missing ground prong. There was no patient involvement, and no adverse event reported.